Event description:
The facility biomedical engineer reported the flowsensor was replaced by 3rd party service. The unit was placed back in use.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported that the tidal volume is reading low while on patient. There is no patient harm reported. The customer reported that he called a third party bio-med to repair the unit. They tested the unit and duplicated the (rt) respiratory therapist reported problem. The customer said that the unit still not repaired and waiting for the third party to schedule the repair, but the third party bio-med asked him to order a flowsensor assembly.

Manufacturer narrative:
Unit not repaired pending third party repair. The customer was asked to order a flow sensor by the third party. Out of warranty, service by third party.